Event description:
During a follow-up interrogation, there was observed t-wave ventricular oversensing. It was reported that the device was programmed around the observed oversensing by decreasing the ventricular sensitivity. The device remains implanted.

Event description:
During a follow-up interrogation, there was observed t-wave ventricular oversensing. It was reported that the device was programmed around the observed oversensing by decreasing the ventricular sensitivity. The device remains implanted.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - since the device remains implanted, the files from the programmer were reviewed. The files showed that the unusual atrial egm observed in v burst episodes is mv signal because no atrial lead was connected to the device. The t waves that were detected by the device were confirmed; the available solution of reducing the r wave oversensing is to decrease the sensitivity, which was performed.

Manufacturer narrative:
(B)(4), 2012.a response from the manfuacturer is pending. Device remains implanted.